Event description:
Caller reported pt's device not delivering insulin when programmed to deliver a bolus. Caller indicated pt had experienced elevated blood glucose as a result of device not delivering the bolus. Caller attempted a bolus in the air and the device dripped insulin form the end of the tubing. Caller indicated that the boluses were recorded in the bolus history.